Event description:
Reporting status: serious injury/medical intervention/permanent damage. Reporting rationale: myocardial infarction (mi) is considered permanent damage. Device issue: no device malfunction has been reported. It was reported that via a trial that the index procedure was in 2008 and a 3.0 x 28 mm xience v stent was deployed in the proximal (mid) rca. There was a dissection, thrombus formation and no reflow of the mid and distal rca after the first stent was deployed. The rca lesion was a chronic total occlusion. Also, a lesion in the mid lad was treated with a 3.0 x 18 mm xience v stent. Then, a 2.5 x 18 mm xience v stent was deployed to treat the mid (distal) rca and a 2.5 x 08 mm xience v was used to treat the distal rca. The third and fourth stents implanted were used to treat the dissection, thrombus formation and no reflow. However, post procedure the patient had congestive health failure (chf) and non st-elevation mi (nstemi) and this was a prolonged hospitalization. No additional event or patient information is available.

Manufacturer narrative:
The other three xience v stents indicated are being reported under another manufacturer report number.